Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unknown date, the patient was treated with unspecified intravenous antibiotics. Pd therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.